Event description:
It was reported by customer that the plug has fallen out of the adapter, and this causes blood to drain when inserted. Verbatim: complaint via email. Email(s) attached. Cat# of product being complained: (B)(4). Description of product: closed IV catheter system 22gx1in lot or s/n: (B)(6). Complaint category: fail to function / defective details of complaint (reported issue): ""...the plug has fallen out of the adapter, and this causes blood to drain when inserted."" Incident date, quantity of product affected & sample availability is unknown. Complaint noticed: during / after use problem frequency: a few times customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 1 ca samples available? Yes is customer requesting an rga?: yes return qty: qty samples: 1 ca".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.